Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were out of range values: 40,000/unknown range. Reps are with patient in recovery and the out of range values were reported but physician wanted to close. L +3, 1- r c+, 8-; rep is unsure which pairs were out of range. Rep indicated may not have close session properly, and information is not available as impedance tests had not been done yet. Reps closed care for now. No symptoms reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the impedance issue was observed intra-op after implantation and skin closure. Per the implanting surgeon impedance testing is done after skin closure. No patient related issues were reported during the patient's hospital stay and the patient was discharged before they could reassess for symptoms. No troubleshooting/tests were performed related to the high impedances. The rep informed the surgeon of all out of range impedance intra-op. They also asked the doctor to try and dry off and reseat the lead into the battery. The surgeon said they would just wait and see how the patient does. The cause of the impedances was not known and the impedance is not resolved to their knowledge.